Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarm with visible microbubbles. Detailed inquiry description: insulin was hung cold at approx 0600. Insulin was started at 0755. After 20 minutes of infusing, pump alarmed air bubble. Was not an option to prime insulin so anesthesia just restarted infusion at 0845. At 0900 pump again alarmed air bubble. Tubing was removed and small amount of microbubbles were seen and tapped out of tubing in air sensor area. Tubing was reinserted and infusion resumed without further issues. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.